Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes exhibited issues of underfill and visibly coagulated serum. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k960250. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.